Event description:
During use of uscom (noninvasive cardiac output ultrasound) machine use on pt, it was noted that machine base started smoking. Probe removed from patient immediately and at the same time, machine unplugged from outlet and removed from room, where it smoldered for a few more seconds. No harm to patient. Machine was plugged into a medical grade extension box on an IV pole at the time of the event. Device was taken out of service. Bio med inspected and found that the power supply had gone bad. Has been returned to company for service.